Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084251, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088572, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the pocket site and lidocaine patch did not resolve the issue. It was also noted that the patient was not getting appropriate coverage of pain areas despite of optimizing the program. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted device components were discarded by the medical facility.